Manufacturer narrative:
No unexpected blank display anomalies or off no power anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement and rewind tests. The pump was received with a high idle current due to corrosion on all electronic assemblies. The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked battery tube threads and a corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device died and had a blank display. The customer's blood glucose level at the time of incident was unknown. The customer states the pump was exposed to moisture and the screen appears foggy. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.